Event description:
The customer reported a communication error when using cine. The fe confirmed the system could not perform cine. Here is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and upgraded. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.